Manufacturer narrative:
Additional information was received from the facility on 08/07/2018 and the associated files were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the nurse was flushing the red lumen of the catheter when it split at the y. It was reported that the line was not flushed with pressure, there was no ballooning and the nurse did not feel resistance. The line was replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hole in the catheter at the y. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one 9 fr d/l hickman catheter with surecuff was returned for evaluation. Functional, visual, microscopic, and tactile evaluations were performed. The investigation is confirmed for the reported split in catheter. The catheter was returned in three pieces, one of them with sutures attached. Gross examination showed the proximal segment to have a 5 mm longitudinal c-crack immediately distal to the bifurcation on the white lumen tubing. The two breaks show to be sharp edged with striated surface texture and the one suture site show considerable restriction necking to the catheter tubing. The c-split site exposed profile shows tubing sharp edges with rough grained surface texture. Infusion of the red lumen found no leaks, but infusion of the white lumen resulted in leaking at the split in the catheter. The sample detached elements were each separately patent to infusion and aspiration and no leaks were observed on all lumens. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry 01/2021).

Event description:
It was reported that the nurse was flushing the red lumen of the catheter when it split at they. It was reported that the line was not flushed with pressure, there was no ballooning and the nurse did not feel resistance. The line was replaced. There was no reported patient injury.